Manufacturer narrative:
Results eval: smiths medical asd, inc. Eval for this issue revealed that this event was due to doctor handing over an exposed needle and not due to a product malfunction. No similar reports have been received on this device catalog number. Review of manufacturing records could not be performed as the user facility did not record the device lot number. The instructions for use state: 4.4 do not ever attempt to place needle into point-lok device while holding the device. This may result in an accidental needle stick injury. And 4.5 use this device only on a flat, secure, sturdy surface when attempting to engage needle in the point-lok device. Attempting to do otherwise could possibly lead to a contaminated needle stick.

Event description:
Additional info from the user facility report: employee involved in emergency situation. Doctor drew arterial blood gases and handed at off - two people grabbed for capping device and one got poked with needle. Required tetanus shot.